Event description:
The screw in the cck femoral component fell out of the implant and into the joint. The doctor performed arthroscopic surgery to remove the screw from the joint. No damage was done to the implant or patient. Physcian felt that perhaps the screw wasn't properly engaged at the time of the initial surgery, in 1991device labeled for single use. Patient medical status prior to event: fair condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.